Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient implantable cardioverter defibrillator. Interrogation was attempted, but a egm anomaly was noted. Further intervention was discussed. No adverse patient consequences were reported.